Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not properly deploy and stop the bleeding. A replacement device was used to complete the procedure, which extended the surgical time for an additional 20 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
01/14/2016 10:51 am (gmt-5:00) added by (B)(4)): (B)(4). The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating deployment in to the aorta. The slide lock was not engaged and the plunger was fully depressed. The seal was returned outside the device in a partially unraveled state. Six (6) inner coils were unraveled. The tension spring was outside the delivery device and the string was cut. No defects were observed to the loader, delivery device, seal and tension spring assembly. The tube was unable to be measured due to the presence of blood in the delivery device. The seal was unable to be evaluated for ¿leak¿ due to the partially unraveled material. The device was unable to be evaluated for failure to deploy because the device was returned in a condition showing proper deployment. Based on the condition of the device as returned, the complaint was unable to be confirmed for the reported failures ¿leak¿ and ¿failure to deploy.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not properly deploy and stop the bleeding. A replacement device was used to complete the procedure, which extended the surgical time for an additional 20 minutes. The hospital did not report any patient effects.